Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed by the naked eye and identified damaged patient line tubing at the connector. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing. During leak testing, it was noted that there was a leak from the damaged patient line tubing. There were no issues noted during clear passage testing and clamp function testing. A simulated therapy was performed and a leak was noted damaged patient line tubing. The damaged tubing was replaced with in lab tubing and the simulated therapy was completed with no issues noted. The reported condition was verified. The cause of the reported leak was determined to be the damaged tubing. The cause of the damage was manufacturing related, not further specified. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette was leaking from the connection between the patient line tubing and the luer connector. This occurred during peritoneal dialysis therapy and the patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.